Event description:
A us distributor contacted zoll to report that a patient went to the ER due to an infected, open skin irritation under the back therapy pads and electrodes of the lifevest. Patient's nurse reported burn marks on the patient's back. There was no alleged device malfunction contributing to the irritation. It is unclear what treatment or medication was given to the patient at the hospital. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.